Manufacturer narrative:
Complaint no: (B)(4). Device manufactured between june 22, 2014 to june 24, 2014. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced an under infusion. This occurred during infusion of an unknown solution. There was no patient injury or medical intervention reported. No additional information is available.